Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery alarms, power loss and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. Unit received with minor scratched case.

Event description:
Customer reported via phone call that batteries were changed 12 times in 5 days, even after receiving new battery cap. Customer's blood glucose was unknown. Customer declined troubleshooting due to issue not resolved with past troubleshooting. Customer was advised that insulin pump would need to be replaced.